Event description:
Profound and permanent neurological injuries [nervous system disorder]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Severe and permanent injuries/physical injuries [injury]. Muscle cramping and spasms [muscle spasms]. Case description: an attorney reported that her client, an elderly male age (B)(6), used fixodent denture adhesive, version unk cream and super poligrip original cream as denture adhesives, both unspecified total daily use approx 1999 through (B)(6) 2010, and reported the following: profound and permanent neurological injuries, zinc toxicity, extensive nerve damage resulting in muscle cramping and spasms, and other severe and permanent injuries/physical injuries. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product not provided. Therefore, unable to proceed with batch retain testing or product investigation. Otc product: yes.